Event description:
It was reported that a pt was being monitored on the dash 4000. The dash allegedly did not alarm. The pt expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Gehc engineering reviewed the cic logs from ed/12. The info provided in the logs showed that the pt was not initially admitted to the monitor. No printouts of the ECG waveforms were available from the dash monitor for this pt admission. A discharged dash monitor displays the following red colored text message: "all alarms off. Admit pt to active alarms." It was confirmed that the pt was connected to the ECG leads since the software detected large amounts of artifact around 03:11 am. Add'l artifact was noted at 04:51 am. At 07:08 am, the monitor was admitted, and a non-invasive blood pressure (nbp) was obtained. At 07:08 am, the nbp systolic reading was 195mmhg, and broadcast an audible alarm. The alarm silence button was selected multiple times. At 07:08:35 am, the dash monitor was discharged. Fro 07:37 to 07:51, the software detected the pt experienced several arrhythmias from ventricular tachycardia, ventricular fibrillation, and asystole. The customer provided ECG waveform printouts from code cart monitor that had a time stamp of 07:47, so it appears that the pt was being duel monitored for part of this time period. At 08:00, the monitor was admitted, and broadcast an sp02 audible alarm. This was followed by a discharge, ceasing the audible alarms. Investigation of the cic logs indicates that the pt was not admitted to the dash monitor at the time of the incident. The monitor performed as designed.